Manufacturer narrative:
This information should have been included in the initial per...

Event description:
It was also noted that patient presented with chest pain. Physician suspected minor pericardial effusion. A slight drop in impedance was also noted, but the value was still in range.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a pacemaker dependent patient presented to the hospital with shortness of breath. Upon device interrogation, the physician suspected the atrial lead had dislodged because of elevated thresholds and decrease p-wave amplitude. The lead was repositioned on (B)(6) 2019. The patient was stable after the procedure.